Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been without stimulation for the past 3 years due to failure to recharge the scs system for same amount of time . As a result, the ipg will no longer communicate with any external devices and is inoperable. Reportedly, the patient has suffered several falls. Subequently, surgical intervention was undertaken on (B)(6) 2015. The orginial ipg was explanted and replaced with a new model during the procedure. Postoperative follow-up is pending.